Event description:
Boston scientific crm received information that pseudofusion was occurring. Information was later received that noise was present on both the atrial and ventricular lead. The noise on the ventricular lead inhibited pacing. It was also noted that the patient was experiencing general fatigue and abdominal pain.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory it was noted that the device never triggered replacement indicator while implanted and there were no hardware resets. The device functioned within electrical specifications during analysis. Review of memory indicates a lead impedance issue not unrelated to device. No mechanical issues were noted with the setscrews. There were lower ventricular lead impedances in daily measurement history.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.